Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed and observed that the motor blocked, seized, and was rough running. It was further noted that the gears and motor were heavily corroded and the control unit had cracks. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the battery reciprocator device was not performing. During in-house engineering evaluation it was observed that the motor was blocked, seized and rough running. It was further observed that the gears and motor were heavily corroded and the control unit had cracks. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.